Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was implanted on 2(B)(6) 016 and had voiding episodes during the night. The patient had been leaking a lot more since the final implant, more so at night. The patient had been having more voids in the bed and before the permanent implant they were doing fine and put the mattress pads away. The patient did not feel stimulation and the therapy was on. The patient confirmed stimulation was turn on at 2.2v on program 4. The patient changed their settings on (B)(6) 2016 and changed to program 4 on (B)(6) 2016. The patient did not feel stimulation in the correct area. The patient had tried all 3 programs, but hadn't experienced any relief. On (B)(6) 2016, the patient was ready to make arrangements in getting the device out of them and wanted to talk to a specialist. The patient's device was not working. The patient couldn't increase and ended up with cramps in (B)(6) 2016 and had to turn it down. The patient had pain starting on (B)(6) 2016. The patient was currently on program 2 at 1.9v on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.